Manufacturer narrative:
Update data: h2 h3 h6 image review: media files were provided for review of the event. Patient¿s executive summary was not provided for anatomical review. The valve was deployed just prior to the point of no recapture. Valve depth assessment was not provided for review thus valve depth prior to release is unknown. Evidence shows that the guidewire was not pulled back prior to final release. The valve immediately dislodged aortic after release from the delivery catheter system. Of note, to minimize unintended valve movement, medtronic recommends pulling back the wire from the apex of the left ventricle, applying slight forward pressure/force onto the delivery catheter system (dcs) and very slow release. As stated in the instructions for use (IFU), potential risks associated with the implantation of the evolut pro+ bioprosthesis may include, but are not limited to, the following: prosthetic valve migration/embolization. Conclusion: potential factors that can influence a dislodged valve include tension applied on the dcs during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, inadequate deployment due to improper sizing between valve and annulus, irregular patient anatomy, incomplete frame expansion, and a number of others. Based on the image review, that the guidewire was not pulled back prior to final release. Per medtronic best practices, to minimize unintended valve movement, medtronic recommends pulling back the wire from the apex of the left ventricle, applying slight forward pressure/force onto the dcs and very slow release. In this case, the best practice was not followed which likely is the cause of valve dislodgement. Dislodge events are typically not related to a device malfunction. Subsequently, a new valve was implanted successfully. No additional adverse patient effects were reported. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a pre-implant balloon aortic valvuloplasty (bav) was performed.

Manufacturer narrative:
Continuation of d10: product ID: d-evprop2329us, (lot: 0012248103); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was deployed. Upon detachment from the delivery catheter system (dcs), the valve dislodged into the ascending aorta. A new valve was implanted successfully. No additional adverse patient effects were reported.